Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of the 45 mg/dl. The customer was treated with the orange juice. It was unknown whether automode was active or not. The device will not be returned for the analysis.